Manufacturer narrative:
No device specific information was available. Product is no longer manufactured and distributed.

Event description:
Publication reported on the retrospective chart review for diagnostic yield of bronchoscopy with ebus-tbna using vizishot flex 19-g needle in a series of patients with suspected sarcoidosis. The publication reported that one patient had breakage of the needle sheath during the procedure and a small plastic sheath was retrieved from bronchus without any untoward events. It was reported none of the patients reviewed required hospitalization or escalation in level of care. Procedures took place between (B)(6) 2016 and (B)(6) 2017.